Event description:
It was reported through a service report that the scale was not functioning properly. No adverse consequences reported.

Manufacturer narrative:
It was reported through the user facility that the bed scale was not functioning properly. At the time the user facility instructed the stryker to wait to evaluate the product until it was available. Consequently, the user facility is now unable to find the bed within the facility in order for the field technician to evaluate and service the product. If the product is found and able to be evaluated a follow up report will be filed.